Event description:
Additional information received reported that the neurosurgeon disconnected the lead from the extension, cleaned it, and reconnected it. All impedance readings were then within normal settings. The patient was receiving adequate therapy control and had no further complaints.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 3389s-40, lot # v902325, implanted: (B)(6) 2012, product type lead.

Event description:
It was reported that interrogation noted impedances <(><<)>250 ohms during surgery to connect a new lead to an existing extension and implantable neurostimulator (ins). The new lead had been implanted two weeks prior during a separate procedure. Interrogation noted that bipolar pair 2-3 had impedance <(><<)>50ohms. All other impedances readings were within normal range. It was noted that several unipolar measurements had the same value with both c-2 and c-3 at 700. There was no visible damage to electrode 3 from the lead end cap. It was noted a that a bit of dried blood had possibly ingressed into the extension connection site. The reporter was going to test the lead by itself to determine if the lead was the source of the short, no results of this troubleshooting were reported. Additional information has been requested, but was not available as of the date of this report.